Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the lens would not load into the cartridge and there was no patient contact. There is no reported defect or fault with the injector.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the delivery system faulty/failed or did not advance/load/inject as expected. Additional information has been requested, yet no new information received.